Manufacturer narrative:
(B)(4). Batch # t5ew2l. Device analysis: the analysis found that one psee45a device was returned with no apparent damage and with one gst45w reload not loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. The knife reverse button worked properly during testing. The manual override was totally functional and worked without any issue noted during functional test. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/ batch. The following information was requested, but not available: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)

Event description:
It was reported that during a nephroureterectomy, the device closed on vessel bundle, fired completely, but would not open. Seemed as if the device jammed after the firing was completed. Reserving switch did nothing since knife bladed returned. Called jjhcs customer service and they also directed to open the top to use the lever to return the knife blade, but this also did nothing. It eventually opened after the surgeon messed with the device a lot. Surgeon grasped the vessel with their hand to prevent blood loss. No fragments were generated. No clinical outcome was experienced. Only prolonged case under anesthesia. Case was completed with a new device that worked fine. Surgery was delayed 20-30 minutes. There were no patient consequences reported.